Manufacturer narrative:
The manufacturer previously received information alleging on march 15th, 2024, a patient had their machine replaced when the previous one suddenly stopped working. The new machine then stopped working on june 6, 2024. Machine is inspected and does not work. It cannot turn on despite attempts with different power supplies. Currently, they can clearly feel that they have not used the treatment, as they had several sleep attacks and is not connected. No other clinical information or medical interventions were reported. The device has not been returned to the manufacturer for evaluation. Despite three attempts made on 12/03/2024, 5/02/2025 and 5/07/2025 to (B)(6), the device has not been able to be returned for evaluation. There has been no response from the customer. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer received information alleging on march 15th, 2024, a patient had their machine replaced when the previous one suddenly stopped working. The new machine then stopped working on june 6, 2024. Machine is inspected and does not work. It cannot turn on despite attempts with different power supplies. Currently, they can clearly feel that they have not used the treatment, as they had several sleep attacks and is not connected. No other clinical information or medical interventions were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce these events as a serious injury, as defined in 21 cfr 803.3(w). The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Despite three attempts made on 12/03/2024, 5/02/2025 and 5/07/2025 to (B)(6), the device has not been able to be returned for evaluation. There has been no response from the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In addition, appropriate code updated/corrected in this follow-up report.